Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2021, at 12:00 am the meter showed a value of 400 mg/dl. The customer became unconscious at 1:00 am and the mother immediately took the patient to the hospital . At the hospital, the blood glucose was measured and the result was 40 mg/dl at 01:30 am. No information provided regarding medical treatment in hospital. The customer was treated with a solution, but the mother didn't know what it was. The customer was in the hospital for 1 day.